Event description:
The manufacturer received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged difficulty breathing/short of breath. No other clinical information was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External investigation no unusual wear or tear. Some areas of discolored plastic were observed. Investigation observed foam adhering to the tool confirming the presence of degraded sound abatement foam. Internal investigation of the base unit observed evidence of dust contamination on the blower and in the blower. Investigation can confirm the presence of dust in the device and airpath and can also confirm the presence of degraded sound abatement foam, however no visible amounts of foam were observed to be missing.